Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was in backup vvi mode. The patient was dependent and experienced syncope. The device was explanted and replaced on (B)(6) 2014. The patient was stable.